Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The act button was not responsive. Customer's blood glucose level was 554 mg/dl. The customer treated their blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
(B)(4) . Insulin pump received with all buttons responding properly. The keypad connector and keypad traces was inspected and no anomalies noted. Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.